Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup 54odx48id cat# us157854 lot# 921250, m2a-magnum mod hd sz 48mm cat# 157448 lot# 721120, m2a-magnum 42-50mm tpr insrt-6 cat# 139252 lot# 060800. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00024, 0001825034 -2020 -00025, 0001825034 -2020 -00026.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently the patient was revised approximately 10 years later due to pain and elevated metal ion levels. The femoral head and taper adapter were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.